Event description:
It was reported that the device had gauge issues. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
For all enquires or follow up questions related to the record, do not use (B)(4) located in sections d3 and g1, please direct those to the following: (B)(4). One device was returned for investigation. Visual inspection confirmed that device gauge is broken from impact to device. Front panel is cracked, CPAP and on off switch knobs are cracked, and gauge is out of spec. Replaced front panel, 3 small knobs, and all new labels. Reset patient pressure cycling led and adjusted CPAP control to specs. Performed pm, replaced MRI battery, sintered filter and o-ring, recalibrated and cleaned unit. Root cause was attributed to impact to device, likely from being dropped. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.